Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. No injury or patient issues were reported, therefore no incident forms were sent. Lumenis service engineer checked the device and concluded that :"ce was able to duplicate error 2093 onsite at startup. No aiming beam out of resurfx handpiece. Performed troubleshooting and confirmed resurfx handpiece is defective and recommend replacement. Ce will order parts and return to site for part replacement and and complete repair. Ce returned to site on (B)(6) 2020 for parts replacement and repair. Replaced resurfx handpiece,checked xy axis of aiming beam, checked calibration factor and tested energy output. Works well per specifications and ready for use. Error 2093 report has been resolved. Ce also performed standard pm onsite" lumenis service product manager noted that error e2093 occurred and was able to be reproduced by the ce. The error stopped the system from working - thus, no lasing, and no safety issue in general. Ce reported that no aiming beam (energy) went out of the hp - he replaced hp and issue was solved. He concluded the case by noting that there is no need to get back the part, as this is a known quality issue, and is seen as low priority, and will continue to be tracked along of our other RMA hps'. The company is reporting the event in an 'abundance of caution' since the procedure was cancelled and the patient was awakened. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4) and per post marketing surveillance procedure (doc no. (B)(4). The complaint record is being closed at this time. Should additional information become available, the complaint record and medwatch report will be updated accordingly.

Event description:
A user facility reported that the facility is having issues with the resurfx m22 system , the machine is showing error 2093. The procedure had to be cancelled and the patient had to be awakened. No injury or patient issues were reported.